Manufacturer narrative:
Product analysis: analysis was not able to confirm the epg turned off. Analysis noted that the epg displayed an error code and the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the hanger assembly was broken, the boss on the upper case was stripped, the encoder assembly was contaminated, one knob was contaminated, the battery drawer was contaminated, the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off after about 30 seconds of being connected to the patient. New batteries were used and the issue happened again. A different epg was connected to the patient. The caller was advised to return the epg to service; the status of the epg is unknown. No patient complications have been reported as a result of this event.